Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. "Introduction," lists adverse events which may be associated with the use of heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on 29may2022. Due to hospital policy, no further information was provided.